Event description:
This is a spontaneous case report received from a medical doctor in united states on 22-sep-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. It was reported that patient complained of chronic pain at onset of procedure. Salpingectomy to remove essure devices was done (B)(6) 2015 and a portion of the device is still in the cornea. Patient continues to complain of chronic pain. Follow-up received on 10-oct-2016 quality-safety evaluation of ptc: ptc global number (B)(4). Lot number: b82479 (expiration date: 31-oct-2016 and manufacturing date: 17-oct-2013) the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and complained of chronic pain since the onset of procedure. Salpingectomy to remove essure devices was done two years and four months after the placement procedure but a portion of device remained in cornua. Pelvic pain is an anticipated event according to essure's reference safety information. Pelvic pain may occur during essure use. Considering the close temporal relationship and events nature, causal relationship with essure use cannot be excluded. Since medical device removal was required, this case is regarded as incident. Other non-serious events were reported. Based on the available information a product quality defect could not be confirmed but is considered plausible. No similar adverse event case reports have been received to date in relation to the reported batch. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 29-dec-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and complained of chronic pain since the onset of procedure. Salpingectomy to remove essure devices was done two years and four months after the placement procedure but a portion of device remained in cornua. Pelvic pain is an anticipated event according to essure's reference safety information. Pelvic pain may occur during essure use. Considering the close temporal relationship and events nature, causal relationship with essure use cannot be excluded. Since medical device removal was required, this case is regarded as incident. Other non-serious events were reported. Based on the available information a product quality defect could not be confirmed but is considered plausible. No similar adverse event case reports have been received to date in relation to the reported batch. No further information is expected.